Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6)2023 and had a thoracotomy site infection with increasing drainage. They had positive cultures for pseudomonas, e. Coli, and c. Albicans. The patient was treated with vancomycin, flagyl, caspofungin, and serial washouts. The patient passed away on (B)(6)2023. The cause of death was thought to have been due to the worsening driveline infection. The patient was not a candidate for further surgical intervention and pursued comfort measures. The death was not considered to be device related and the pump operated as expected. The device would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline infection and passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.